Manufacturer narrative:
Device analysis: the complainant indicated that the device is being retained; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. It there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported in uf/importer report (B)(4) during an urologic stone retrieval procedure the basket broke off inside the pt. The procedure was indicated due to the pt's pain. An escape stone retrieval basket had been advanced to the target stone in the right ureter. While attempting to extract the stone, the basket "cable snapped". Complete separation of the escape basket from the delivery catheter occurred. The physician was unable to locate the basket on fluoro with unsuccessful attempts at removing the basket with an unspecified type of "second basket" and an unspecified type of "grasper". The md initially felt there may have been a possible perforation. The procedure was aborted and the pt was admitted for ureterolithotomy and possible ureteroneocystostomy. The basket was retrieved during a "second open procedure" performed on the same day. The physician was unable to identify if further injury to the ureter was noted. The pt was discharged the following date.